Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number - unknown; manufacture date - unknown.

Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2013. Patient alleges pain and instability and that a revision procedure is planned. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a manipulation procedure on (B)(6) 2013 allegedly due to pain. Patient alleges still experiencing lack of mobility, swelling and implant popping. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.